Event description:
On 06/15/2023, it was reported by a sales representative via sems that an abs-10063 prp processing set malfunctioned during use, causing blood to be spewed all over the machine. This occurred during a case, after spinning it was found that no pp was there to come out. The machine pushed the plunger out causing blood to be spewed all over the machine. There was no effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.